Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The reported condition could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during infusion of a unknown chemotherapy agent, a nurse clamped off a non-dehp buretrol set above and below the burette. When the mistake was corrected and the airway lever was open, the sudden release of built-up pressure caused the burette to crack, causing approximately 35cc of chemotherapy to leak out and release chemotherapy vapors. The second nurse, who came to assist the first nurse, did not have direct contact onto her skin; however the vapors caused the nurse to feel slightly lightheaded and nauseated. The second nurse refused to be sent to the emergency room to be assessed but per the clinical nurse specialist; neither nurse suffered any serious injury. This is report 3 of 4 for this product.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. A follow-up report will be submitted if additional information becomes available. This is the same product identified in (B)(4).